Manufacturer narrative:
Date rec'd by MFR: 25apr2019. There was no on-site evaluation - this event was resolved via telephone with the customer and the manufacturer's international phone technician. The manufacturer's international phone technician instructed the customer as to the proper method of operating the device - no repairs were deemed necessary. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an inability to charge the battery. There was no patient involvement.